Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing that resulted to pacing inhibition and high out-of-range impedance measurement due to lead fracture. This ra lead was surgically abandoned and was successfully replaced thereafter. Additional information obtained from the field representative indicated that the lead fracture was confirmed through x-ray in the subclavian area. No additional adverse patient effects were reported.